Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds during a routine follow-up. The lead was successfully capped and replaced. The patient was in stable condition post surgery. No additional information was reported.